Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: x-ray showed early aseptic loosening right knee secondary to polyethylene debris, developed pain on medial aspect of right knee and doing fine now; office note exam was positive for swelling and effusion; op note stated the tibia was grossly loose at the cement bone interface, excised tibia component and noted osteolysis of medial tibia plateau below the cement, femur well fixed, excised due to protocol of osteolytic process. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 2 years post-op, the patient was revised due to pain, swelling, effusion, and tibial loosening. During the revision, the surgeon noted synovitis, osteolysis and that the tibial component was grossly loose. The tibia, femur, and articular surface were exchanged without complications. The patella remains implanted. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00597206529 - all poly petella standard cemented size 29 mm diameter 8.0 mm thickness - 64774869. Unknown - unknown bone cement - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery. Subsequently, the patient reports experiencing pain in her right knee. She saw her surgeon who scheduled her for a revision surgery. The revision has not yet occurred. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00596403210 - articular surface size ef 10 mm height use with plate 3 - 65038733. 00576401552 - femoral component option for cemented use only size e right - 63892742. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.